Event description:
Boston scientific received information that this pacemaker displayed 2.5 years of longevity remaining. Approximately four months later, the displayed remaining longevity was less the 6 months. It was reported that no programming changes had been made to the device. There was a concern the battery was depleting earlier then expected. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed changes in lead measurements could effect longevity. No further information was available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, this report will be updated.